Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been inspected. During the inspection of the available iegms episode no. 1271 was identified to be most likely the episode in question. Episode no. 1271 was detected on (B)(6) 2023 at 11:59 pm due to intrinsic signals, fulfilling the detection criteria of the programmed vt1 zone. In accordance to the available follow-up data, the vt1 zone was programmed to be a monitoring zone without therapy attempts. In the course of episode no. 1271 the reported external defibrillation was identifiable, leading to the termination of the detected tachycardia and thus of episode no. 1271 at 1:28 am on (B)(6) 2023. Episode no. 1272 was identified to be a technically triggered episode, detected on (B)(6) 2023 at 10:54 pm. Please note, that, by design, only the first technically triggered episode during two follow-ups will be recorded and included in the episode list due to the icds memory management system. As a result, the episode list may not be numbered consecutively. In conclusion, analysis of the available data revealed no indication of device malfunction.

Event description:
After an implantation period of approx. 21 months, it was reported that the patient had to be shocked manually externally in the intensive care department because the ICD did not delivered therapies. Device remains implanted at this time. Should additional information be received, this file will be updated.